Manufacturer narrative:
The product is not available for evaluation as the patient took the tip. The investigation is underway.

Event description:
A user facility reported that a patient experienced edema and inflammation in the left forehead region two days after a procedure. The patient noted to have had another procedure (filler) on this area almost nine months before. The physician first prescribed steroids for treatment because no evidence of an infection was seen. However, a day after the swelling and inflammation wasn''t recovered, the physician added antibiotics to the treatment. A cream (topical) anesthesia was used at the time of the procedure. The patient is having the filler removed/dissolved. Available patient pictures were reviewed by the medical reviewer. In one picture, a massive edema is visible on the patient''s forehead. In another picture, edema, inflammation, and erythema are visible over the face around both eyes, the forehead, and one cheek. Two other pictures show small edema over the forehead. Eye thermage was also treated. A rubber material eye shield was used, as well as eye ointment. No other treatments (besides thermage) were being performed in same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days. The incident occurred at 40 reps and the highest energy level used 2.5-3.0, no system errors occurred nor was anything out of the ordinary noticed during treatment. The treatment tip surface was inspected prior to use, and nothing was noticed on the surface of the tip. The tip surface was re-inspected during the treatment at about every 100 reps. This was the first time the treatment tip was used.

Manufacturer narrative:
No product was returned for evaluation. The safe and effective use of thermage system is highly dependent upon factors under the control of the user. It was reported that the patient had swelling and pain where they had received dermal fillers. According to thermage flx user manual, solta medical has not studied the thermage flx system over dermal fillers. According to thermage flx user manual, swelling, pain, and redness are known possible reactions to treatment. Most frequently reported side effects during a thermage flx treatment are mild to moderate pain. Typically, the discomfort is temporary during the procedure and localized within the treatment area. Rarely, patients have reported transient aching in the treatment area lasting up to several months. Swelling may occur and typically resolves within 5 days; but, can persist up to several weeks. Application of cold compresses or gels immediately following the treatment may help to reduce the occurrence of this event. This complaint type is identified within the risk analysis and performing within anticipated rate. The trend analysis, risk analysis and/or directions for use review were considered acceptable. Based on the available information, this treatment was performed in an off-label manner which resulted in unsafe conditions for the patient. No corrective action is required.